Event description:
It was reported the customer had a keypad anomaly. The customer stated the buttons on their insulin pump was not responding. The customer stated they removed their battery for a few hours and their keypad was scrolling without input after. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump had an intermittent button response due to corroded keypad traces. No scrolling numbers noted on the display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.